Event description:
It was reported that after an interventional percutaneous catheterization through a 6f procedural sheath, arteriotomy closure of the common femoral artery was attempted with a perclose proglide device and a starclose se device. Reportedly, when the needle plunger of the proglide device was removed, no suture was present on the needle. The device was removed over a guide wire and a starclose se device was attempted. However, after thumb advancer and exchange sheath splitting, when the clip applier was retracted to place the locator wings against the arterial wall, the device pulled out from the vessel. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician has reportedly completed training in both the proglide and starclose se devices. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned proglide device indicated that although it was reported when the needle plunger was removed, no suture was present on the needle, the evaluation of the returned device indicated that resistance was encountered during insertion causing the sheath to kink. Although the presence of blood in the marker lumen tube indicated arterial marking was achieved to some degree, the device had been removed before the lever was lifted to deploy the foot and before needles deployment. The kinked sheath appears to have prevented completion of deployment subsequently contributing to the reported failure to achieve hemostasis. A kinked sheath that prevented insertion into the vessel can be influence by, but not limited to, manufacturing, operator aggressively advancing the device, obese patients; panniculus subcutaneous tissue not being lifted, challenging anatomies, and deployment at an incorrect angle. There were no reported anatomical conditions for this case; however, it was also reported that the proglide device was removed over a guide wire and arteriotomy closure was attempted with a starclose se device. Difficulty was also experienced with the starclose se device, which was pulled out of arteriotomy during placement of the locator wings against the anterior surface of the arterial wall to locate the access site. During functional testing, a proxy 0.035 inch guide wire was inserted into the proximal end of the sheath, which exited the ramp without difficulty. The device was fully deployed, the anterior and posterior cuffs captured their respective needles, and the suture was harvested from the device without difficulty. Based on the evaluation of the device, the most likely cause for the kinked sheath is related to the operational influence in which the device was used. A review of the lot history record for the reported lot revealed no nonconforming material report associated with this lot. A query of the complaint-handling database for lot was performed and found no indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. A quality control audit inspection is performed to verify product quality. In addition, a sampling of finished devices is destructively tested to verify the functionality of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. The starclose se device, is being filed under a separate manufacturer report number.